Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test (a64). Customer's blood glucose at time of incident was unknown. The customer was treated with injection. Customer stated alarm occurred during a bolus. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during pump self test due to faulty electrical component on the radio frequency board and moisture damage on the radio frequency board noted. However, the insulin passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratches on the reservoir tube window.